Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) liquid entered the device.

Manufacturer narrative:
Updated fields: b4, b5, d9, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (,health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field safety engineer (fse) stated that there was no agreement or warranty from the customer for the faulty device. The customer was expected to accept the engineering fee for fault detection. But later customer said that he solved the problem himself. Therefore, the problem had been closed. No other information is available.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) liquid entered the device. No injury or harm reported.